Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the spo2 measurement on the philips x2 was giving different values (false high?) As when measured with a masimo stand alone monitor. No pt harm was reported.